Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, an error code related to the internal battery was found in the ventilator's downloaded error log. The internal battery was replaced to address the reported issue. In addition, the device evaluation found the following unrelated to the reportable issue; porting block missing, missing feet, and a crack in the base. The customer requested no repairs be done at this time.